Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems were identified during this DHR review. Device underwent cassette latch and occlusion sensor functional tests. The reported customer error message was not duplicated upon testing. Downstream sensor was noted to be withing specification as well. The reported customer complaint was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd®-solis vip infusion pump failed the preventative maintenance volume metric test. There were no reports of patient involvement or adverse effects.